Event description:
The reporter stated that "when the clinician is drawing blood from the kit, air is introduced into the line." There was no patient injury or treatment associated with this event.

Manufacturer narrative:
The product has been received from the customer; however, smiths has not yet completed its investigation into this issue. A follow up report will be submitted as soon as the investigation has been completed.